Manufacturer narrative:
Device evaluation follow-up #1 submitted 12/06/2013: the device was returned to animas and evaluated by product analysis on 11/07/2013 with the following results: confirmed that the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display issue. The reporter stated that the issue had occurred for "quite some time" prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.